Event description:
A malfunction was reported on the pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump and successfully assisted in doing so. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump with instructions to call back if any issues return.